Event description:
It was reported that the implantable neurostimulator was new out-of-box when it gave the error code "resend_unlock activa ctsfm.(B)(4)". The product was not implanted.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the neurostimulator found no anomaly. The device was received new in box. The connector module, connector ports access hold adhesive, grommets, setscrews, ins can and insulation coating were ok. Telemetry was ok. Due to the implant bit not being set, there were no groups programmed in the device and output was not tested.